Event description:
It was reported that the healing abutment was impossible to place. Another healing abutment used without problems. Implant had been placed (B)(6) 2025 at tooth site 46.

Manufacturer narrative:
Zimvie complaint number (B)(4).